Event description:
It was reported that this patient had a system revision due to failed defibrillation threshold testing. It was also noted that the shock impedances were high but still within range. After revision, the system was successfully able to convert the patient. No additional adverse events were reported.